Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead there was placement difficulty. The pacing lead was attempted/not used and re placed. No patient complications have been reported as a result of this event.